Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 19 of the patient's mouth. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.